Event description:
It was reported that this right ventricular (rv) lead had fracture. This lead remains in service. No adverse patient effects were reported. Additional information was received indicates that fracture was suspected due to high impedance and higher threshold. In addition, this lead also had low impedance with intermittent oversensing. This lead was explanted and will be returned for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead had fracture. This lead remains in service. No adverse patient effects were reported. Additional information was received indicates that fracture was suspected due to high impedance and higher threshold. In addition, this lead also had low impedance with intermittent oversensing. Moreover, some parts of the leads were left in the patient. This lead was explanted and will be returned for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Correction to the initial emdr in blocks b5 event description and h6 patient codes, impact codes.